Manufacturer narrative:
Engineering evaluation: after visual inspection, it is apparent that the subject driver was not fully seated within the mating van gogh screw when the driver tip sheared. The full engagement of the hex driver tip is at a length of about 2.5mm from the distal end, while the subject part sheared about the center of the ball-retention feature (about 1.1mm from the distal end). Overall root cause for the lack of driver tip engagement is misuse/abuse.

Event description:
A screw driver was being used to insert a screw into the vertebral body through the screw hole on an anterior cervical plate. When inserting the screw, the tip of the driver broke off in the head of the screw. A nerve hook and pituitary rongeur were used to pull the tip of the driver out of the screw. The surgery was delayed a few minutes to remove the driver tip.